Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.75x38 mm stent delivery system, was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and damage was noted in the stent. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that it was the stent struts that were damaged. The patient was in good condition after the procedure.

Event description:
It was reported that stent damage occurred. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and damage was noted in the stent. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 2.75x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and damage was noted in the stent. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that it was the stent struts that were damaged. The patient was in good condition after the procedure.